Event description:
It was reported to Boston Scientific Corporation that an OverStitch Suture Cinch was used during a stent fixation procedure on (b)(6) 2026. During the procedure, the cinch failed to deploy. The procedure was completed when the physician manually deployed the cinch. There was no patient complications reported as a result of this event.Note: This is the first of two Suturing Cinches used in the same procedure.

Manufacturer narrative:
Block H6:Device code A150101 is being used to capture the reportable event of Cinch Failure to Deploy. IMDRF code F2301 is being used to capture the reportable event of Additional Device Required.Block H11: Investigation Results. The complaint device was not returned. Therefore, a technical analysis could not be performed. The documentation attached includes a picture where it can be observed the packaging of the device with the UPN and Batch number. However, it is not possible identify the device and issue reported. For this reason, it is unable to confirm the reported event of "Cinch Failure To Deploy".It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.A Similar Complaint Review was completed. There were no emerging trends identified that warrant further escalation.Based on the event description and information provided by the customer there is not enough evidence to determine whether the Cinch Failure To Deploy was due to the physician's technique during the procedure or was related to a device malfunction. Additionally, for the event Additional Device Required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the Product Record Review did not identify a potential product quality issue or new patient harm.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of "Cause Not Established".